Event description:
It was reported that high impedance, > 2500 ohms, was observed. All leads were tested during the hospital visit, and the impedances were normal. After a defibrillation test, the svc impedance was abnormal. The decision was made to explant the system. The patient status was reported to be 'fine'.